Event description:
It was reported that a fox sv and foxcross percutaneous transluminal angioplasty balloon catheters were used to treat a heavily tortuous and heavily calcified lesion. The eccentric de novo lesion was in a shunt. The location of the shunt was not specified. The lesion was accessed by a radial approach. The vessel diameter was 6mm, the lesion length was 70mm and was 75% stenosed. During the procedure, the balloon on both devices ruptured when inflated for the first time at 16atms (under rated burst pressure) for 30 seconds. Three other unspecified balloons were used in the procedure. Per the physician, the balloon ruptures were likely caused by the lesion characteristics. There was no adverse patient effect or a significant clinical delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the fox percutaneous transluminal angioplasty balloon catheter instructions for use states: the device is contraindicated for use in heavily calcified lesions. Based on the reviewed information, no product deficiency was identified. The other device referenced is being filed under a separate medwatch MFR number.